Manufacturer narrative:
The device has not been returned, therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and the patient's face became irritated during treatment. The physician decided to stop the treatment. Twenty-four hours after the treatment, the patient reported her face being burned. Nothing remarkable was noticed during or immediately post procedure, besides redness of the skin. The patient did not have any pain or discomfort prior to the treatment, and during the treatment, the physician lowered the energy if the patient expressed feeling pain or discomfort. The patient was not given any medication prior to or during treatment. The physician classified the burn as a first to second degree burn. After treatment, the physician applied bepanthol immediately and gave the patient local anti-inflammatory medication and cicalfate cream for a few days. The physician did no specify if there will be permanent scarring, but the burns are resolving. Reportedly, there were no system errors and nothing out of the ordinary was noticed during the procedure. The treatment tip was not inspected prior to the treatment. The treatment tip was inspected during the treatment and nothing was noted.

Manufacturer narrative:
The treatment tip was returned to (B)(4). An evaluation of the returned treatment tip found the tip surface and dielectric intact, and there were no problems or defects.